Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were three similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received 3 false negative results using the cue covid-19 test for home and over the counter (otc) use. This report is to document 1 of the 3 false negative results. See (B)(4) for the additional false negative results. Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21409j, reader sn (B)(4)). Customer did not report any confirmatory testing. Cue health technical support representative followed up with customer to obtain additional information; however, customer did not respond to representative's 3 follow up attempts.